Event description:
Unit was on patient and experienced a reset condition. Ventilation continued un-interrupted and alarms occurred. No allegations of patient harm. Unit was swapped out and ran on test lung by rt. Reset condition occurred again.